Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that no therapy was available. Possible output circuit damage. Low impedance was observed. Lead fracture was suspected. The lead was capped and replaced.